Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: * please provide the lot number. Na suture and packaging got thrown away. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2023 and suture was used. During the procedure the needle broke off while suturing the deepest layer of tissue while beginning to close the knee incision. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. Additional information was requested.